Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving clonidine (unknown concentration and dose) and sufentanil (50 mcg/ml at an unknown dose) via an implantable pump. The pump's indication for use was listed as non-malignant pain. The patient stated that the pump was implanted on (B)(6) 2016 and that about a week later, he started to run a fever of 103-104 degrees over the pump and catheter. He reported that he ended up with a (B)(6) infection and was in the hospital for 5 days. The patient stated that they ran a report and discovered that the infection was localized to the pump and catheter site. The pump and catheter were removed on (B)(6) 2016. The patient was released from the hospital with antibiotics. It was noted that the infection was associated with implant. Additional information was provided by the patient on (B)(6) 2016. The patient reported the same issues that were previously reported and then stated that he was "out of it" during the previous week and didn't remember calling. He stated that he was home from the hospital and on antibiotics and had just a low grade fever. The patient was very hard to understand and muffled during the report, with someone talking in the background as well, so it was difficult to clearly hear every detail the patient provided. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.